Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident unit has not been received for evaluation by covidien. Additional questions in regard to the incident have been asked. If the sample or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that the generator self keys. No additional information was provided by the facility.